Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was intended to be programed at 5ml/hr, however it was programmed to run at 100l/hr. The infusion was 1000mcg of fentanyl over approximately 45 minutes. The infusion was stopped and the patient transferred to an unspecified higher level of care for monitoring. The patient was noted to fully recover and no interventions were indicated.

Event description:
It was reported that the pump module was intended to be programed at 5ml/hr, however it was programmed to run at 100ml/hr. The infusion was 1000mcg of fentanyl over approximately 45 minutes. The infusion was stopped and the patient transferred to an unspecified higher level of care for monitoring. The patient was noted to fully recover and no interventions were indicated.

Manufacturer narrative:
(B)(4). Correction : describe event or problem. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in sec of this MDR report.